Event description:
As stated by the customer 2010-(B)(6): it happened in the bathroom. Resident was seated on the alenti, carer was preparing the bathtub. Alenti was half-high, on the brakes. Resident was for a moment unattended. Both alenti and resident fell backwards on the ground. Condition alenti after incident: scratches on the chassis. Cracks on the blue top cover of the scale. Overall mint condition. (B)(4).

Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment ab in (B)(4) will be reported by us, the legal manufacturer, arjo hospital equipment ab in (B)(4) on behalf of our sales and distribution company in the (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.